Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114 ,3221, 4315). Type of investigation #1: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The actual sample was not returned for investigation and the lot number was not provided; therefore, a complete investigation could not be performed and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they had to run sweep at 10 for almost the whole case and the pc02 went up to 60. The patient was severely metabolically acidotic prior to being placed on cpb. The patient was given 300 meq sodium bicarbonate during cpb. The last dose of nahco3 was given at 2049, the sweep gas was increased from 7 lpm at 2041 to 10 lpm at 2112 then the sweep gas was decreased to 5 lpm at 2140. Total cpb time was 1800 to 2211. No health consequences or impact. The product was not changed out. The surgery was completed successfully.